Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving morphine, dose and concentration not reported, via an implantable pump. Indications for use was noted as non malignant pain and chronic low back pain. The patient reported that this was their second pump and that they "turn it up all the time and her back is killing her". A dye study was done in 2013 and the healthcare provider stated it wasn't leaking. The patient noticed when they turn the pump medication up she notices a taste in their mouth and wondered if there is a leak. The patient has never had any relief since being implanted with the second pump and didn't think it was working. The patient chose the pump because she didn't want any medicine by mouth. The patient stated she didn't understand, maybe her back pain was getting worse and would always have back pain but now has back pain with arms that hurt and neck hurts and can't do anything. The healthcare provider planned to put dilaudid in the patient's pump at the refill appointment on (B)(6) 2015, the patient has had morphine in the pump the whole time.